Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) who performs pd therapy with a homechoice (hc) device passed away. The hp passed away in his home on an unknown date in the week prior to this report. The cause of death was unknown. No further detail was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. The device was not returned, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.